Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 8/24/2021 h3 evaluation: product sample received for analysis. Method-document map- indicate to perform a 100% visual inspection to verify the pouch is free of contamination. Any contamination must be reported during to manufacturing process. The inspection of reported affected lot was performed according to the document:map. As is mentioned on operation: "clean room packaging (inner pouch)" as follows: "visually check the pouched unit for particulate or any visual defects". Document have specific criteria for contamination external to reservoir and internal to inner pouch:d dirt/ grease/oil/smudges, foreign matter greater than 1 mm2. Gowning procedure documents and have instructions to correctly gown and degown to enter and exit the clean room. Gowning procedure is part of the basic training given to all personnel; it requires using hair covers, beard covers (if applicable), shoe covers and gowns to preclude that loose particles or fibers contaminate the product or work surfaces. Also, a daily cleaning of work surfaces is performed to maintain a high level of cleanliness. Complaint lot was manufactured in an iso class 7 clean room in our mexico's otay facility that complied with internal requirements of flex medical's quality system procedures environmental control site and lme- environmental control. Our processes include comprehensive environmental controls for all personnel and material entering this room and routine specified monitoring of environmental conditions including work surfaces, equipment, personnel and the room itself. Therefore, is considered these method factors do not contribute to the reported complaint defect. Material -incoming inspection records for the inner pouch, part number lif-405346, and outer pouch, part number lif-405347, used in the lot of the reported complaint were reviewed and no issue was found. According to process and ali bags shall be free of particle, grease, dirt, oil, folds, creases and discoloration and lot used met these requirements. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man-foreign material as per customer complaint event ¿it was found that there had been a hair in the sterile package. But the hair was lost¿, during evaluation of sample provided, there was not found a foreign matter greater than 1mm2 or any other that can be visible. Therefore, the criteria for contamination external to reservoir and internal to inner pouch: dirt/greas/oil/smudges, foreign matter greater than 1mm2 is complying and device is conforming. This man factor does not contribute to the reported complaint defect. Based on the present analysis, it is determined that the reported complaint is not verified. There was not found a foreign matter greater than 1 mm2 or any other that can be visible. Therefore, the criteria for contamination external to reservoir and internal to inner pouch: dirt/greas/oil/smudges, foreign matter greater than 1 mm2 is complying and device is conforming for this condition. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested however not received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. How was the case completed? No further information is available. Do you have pictures of the hair found in the sterile package? No pictures are available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. During surgery, it was found that there had been a hair in the sterile package. The hair was lost. Further details are not provided. There were no adverse consequences to the patient.